Event description:
It was reported that the nurse noted they were getting low flow alert (02). They had already changed the pads. After they changed the pads they continued to get low flow alerts. Nurse tripped over the power cord and when nurse restarted therapy the flow rate issue was resolved. Flow rate was now 2.7lpm. Nurse confirmed that they disconnected and reconnected the pads before speaking to me and mis explained that may have resolved the flow rate issue. Inlet pressure -7psi, circulation pump 68 percent, system hours 8680, 8192. Device was functioning as expected right now, however nurse may want to have biomed look at it once therapy was complete. If nurse was getting flow rate issues with two different sets of pads the circulation pump might need to be replaced. Patient temperature was 37.6c, target temperature 36c, water temperature was 18c, patient 225lbs with large pads in place, tdi shows one arrow down. Explained a patient this size should also have a universal pad over the abdominal area. Nurse stated the patient has a short torso and was well covered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an inadequate number of pads to transfer optimal energy. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse noted they were getting low flow alert (02). They had already changed the pads. After they changed the pads they continued to get low flow alerts. Nurse tripped over the power cord and when nurse restarted therapy the flow rate issue was resolved. Flow rate was now 2.7lpm. Nurse confirmed that they disconnected and reconnected the pads before speaking to me and mis explained that may have resolved the flow rate issue. Inlet pressure -7psi, circulation pump 68 percent, system hours 8680, 8192. Device was functioning as expected right now, however nurse may want to have biomed look at it once therapy was complete. If nurse was getting flow rate issues with two different sets of pads the circulation pump might need to be replaced. Patient temperature was 37.6c, target temperature 36c, water temperature was 18c, patient 225lbs with large pads in place, tdi shows one arrow down. Explained a patient this size should also have a universal pad over the abdominal area. Nurse stated the patient has a short torso and was well covered.